Event description:
It was reported that alaris syringe pump module did not function with closed system transfer (cstd manufactured by bbraun) on the syringe after software upgrade. The customer reported that the device was working with cstd prior to the software upgrade. There was patient involvement, however outcome is unknown. Although requested, the customer declined to provide additional information. The customer indicated they had identified the issue. "The pump will accept a 5ml syringe with the cstd attached. The 3 ml will not work because the neck of the cstd is wider than the 3ml barrel. This causes the syringe to tilt which causes the pump to not recognize the syringe."

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an syringe not recognized when cstd is attached to syringe was not determined because no products or device logs were returned.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that alaris syringe pump module did not function with closed system transfer (cstd manufactured by bbraun) on the syringe after software upgrade. The customer reported that the device was working with cstd prior to the software upgrade. There was patient involvement, however outcome is unknown. Although requested, the customer declined to provide additional information. The customer indicated they had identified the issue. "The pump will accept a 5ml syringe with the cstd attached. The 3 ml will not work because the neck of the cstd is wider than the 3ml barrel. This causes the syringe to tilt which causes the pump to not recognize the syringe.".